Manufacturer narrative:
Investigation completed on october 19, 2017. Device history review documentation reviewed for sn (B)(4), work order (B)(4), lot/ 141. A total of (B)(4) pieces were manufactured on 03/27/2014 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. No service history is on file for this device. 100% of this product is inspected per inspection requirements prior to leaving integra facility. Trend analysis: no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Root cause: undetermined at this time - complaint not confirmed - with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit was received without the duro pins. Unit needs heli-coils added to large starburst threads for routine maintenance. General maintenance and cleaning required. Note: integra can not be responsible for or warranty product in cases where the customers uses non-mayfield skull pins - such as duro. There are no previous repair codes.

Event description:
It was reported that the patient was positioned in the prone position and the mayfield modified skull clamp was locked. The doro skull pins were used. The patient¿s head slipped on one side and a laceration occurred. The patient was stitched and another skull clamp was requested, two more after that were also brought in (total of 4 skull clamps). The doctor commented ¿nothing is working¿. Additional request for information was sent and received on 12oct2017: the customer confirmed the aware / event date of (B)(6) 2017 via phone. The patient was a (B)(6)-year male who was undergoing a cervical laminectomy c3-6 internal stabilization and fusion from c3-7, posterior or approach. No stereotaxy device was used. The product problem was discovered while the surgeon was positioning the patient prior to surgery. It was reported that when the equipment failed, the case was cancelled. The patient¿s adverse consequence was noted as a laceration to the left forehead, left side of temple requiring sutures. The action that was taken after the product problem occurred, was that the devices were sent to the manufacturer (integra) for analysis. The surgery was completed a few days later with good outcome. The customer reported that as far as she knew¿ things went well in o.r¿.